Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t2 implant deployed prematurely after deploying t1. Implants were removed using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection showed the device was not returned in the original packaging. The t1/t2/suture were not returned, the actuator is stuck at the end of the needle. The needle/overmold assembly is bent. There is bio debris present. A functional evaluation showed that the device will not cycle due to the bent needle/overmold assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for premature activation was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.